Manufacturer narrative:
This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that he had been experiencing high blood glucose levels for two days leading up to the call. Blood glucose level at the time of the incident was 480 mg/dl, which was treated by bolus. Blood glucose level at the time of the call was 350 mg/dl. The insulin pump did not show any signs of malfunction during troubleshooting. The device was not replaced or returned for analysis.